Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve on the vizigo sheath was leaking back blood and saline. The reporter also noted that it appeared the valve had been "pushed in." The vizigo sheath was replaced, and the issue resolved, and the procedure continued. With the information available, this event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The device evaluation was completed on 5/20/2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve on the vizigo sheath was leaking back blood and saline. The reporter also noted that it appeared the valve had been "pushed in." The vizigo sheath was replaced, and the issue resolved, and the procedure continued. Additional information was received on 6/1/2021 and it was reported that the hemostatic valve appeared to have detached. The sheath was being used on the patient. No air advanced but blood back was noticed as soon as the sheath went up and the physician was instructed by the biosense webster inc., clinical account specialist (cas) to leave the wire in place and remove the sheath. No percutaneous or surgical removal was required. The patient¿s hemodynamics were not compromised due to bleeding. Less than 10 cc of blood was lost. No medical intervention was required to stop the bleeding. Device evaluation: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record (DHR) review was performed for the finished device 00001556 number, and no internal action related to the complaint was found during the review. Based on the completed DHR, the h4. Device manufacture date has been populated with 1/26/2021. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)